Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Catalog number - unknown. Lot number - unknown. Implant date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent a total hip arthroplasty on an unknown date. Subsequently, the patient underwent stage one revision on (B)(6) 2004 due to infection. Then, on (B)(6) 2004, the patient underwent stage two revision as well as debridement. No further information has been provided to date.